Event description:
The pre-loaded diu150 model intraocular lens (iol) was reported to have been scratched upon insertion and there was patient contact with the iol. There was no patient harm, no incision enlargement, and no vitrectomy. A similar iol was used to complete the procedure. No further information is available.

Manufacturer narrative:
Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 29-oct-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a lens was received attached to tape and the tape was inside an opened sterilization pouch. The lens was inspected under magnification. The complaint lens was received folded between tape. The lens could be observed to be cut in half. The tape could not be separated to facilitate further evaluation. Complaint issue "dc-cosmetic issues" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issue reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.